Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results from a patient sample and a troponin I free sample were processed using the vitros 3600 immunodiagnostic system. Based on historical vitros tropi es quality control data, a reagent issue has been ruled out as a contributing factor to this event. However, the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Therefore, a vitros tropi es reagent cannot be completely ruled out as a potential contributing factor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer is adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause is analyzer related, as a within-run tropi es precision test was outside of ortho guidelines, indicating the vitros 3600 system was not performing as intended. The field engineer (fe) noted that the well wash aspirate filter was not fully seated. The fe cleaned the microwell incubator, replaced ww filters, and performed all appropriate adjustments. Acceptable within-run precision results were obtained following service actions indicating the vitros 3600 system was performing as expected.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from a patient sample and a troponin I free sample processed using the vitros 3600 immunodiagnostic system patient = 0.268 ng/ml versus expected <0.012 ng/ml. Troponin I free fluid = 0.55 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros troponin I es results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).